Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked through the control module. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a leak at the multirate control module. However, from the photo, it was not clear if the leak originated at the rate dialer, the welded housing, or the post of the multirate control module. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A potential root cause of leak on the multirate control module is exposure to high temperature during product transit (shipping). A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.